Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible on the hypotube and contrast in the loosely folded balloon and inflation lumen, consistent with preparation and use of the catheter in the patient anatomy. There were multiple kinks and bends throughout the entire length of the hypotube. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Possible causes for difficulty in advancing a dilatation catheter after inflation may include: the balloon not being fully deflated prior to attempting to advancing, damage to the balloon, kinks, bends, obstructions in the guiding catheter lumen, or damage to the guiding catheter or introducer sheath. The guiding catheter used in the procedure was not returned for analysis; therefore, it is unknown how it may have contributed to the reported difficulties. In this case, as this is a high pressure balloon with a large diameter, the balloon profile is often not as small once the balloon has been inflated, which likely contributed to the difficulty of advancing the balloon through the guiding catheter. A new indeflator, filled with water, was used in an attempt to pressurize the balloon to 18 atmospheres when it was observed that fluid was coming out of tear in the outer member 11 cm proximal to the guide wire exit notch, for a length of .5 mm; therefore, the functional testing was unable to be performed. Since this damage was not reported in the incident information and there were no leaks noted during the first inflation of the balloon, the tear in the shaft may have occurred during the retraction of the catheter as the patient anatomy was mildly calcified, which may have damaged the shaft during the previous use of the device. The reported difficulties appear to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for difficulty positioning the guiding catheter or tears in the shaft for this lot. The profile dimensions on all dilatation catheters are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all dilatation catheters are visually inspected online for damage. This type of reported event will continue to be monitored.

Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery with mild tortuosity and mild calcification. A trek was used for pre-dilatation, and a vision stent was implanted. Post-dilatation was performed with the voyager nc balloon at 12 atmospheres for 30 seconds, and the balloon was removed. Angiography of the vessel was performed, and an attempt was made to re-insert the voyager nc; however, the distal area of the balloon was unable to be inserted into the guiding catheter. There was no damage noted to the voyager nc. All devices were removed from the patient anatomy, and the procedure was completed. There were no adverse patient effects reported. No additional information was provided. Return device analysis found there was a tear in the shaft resulting in a leak.